Manufacturer narrative:
.

Event description:
The employee experienced a tingly feeling on his left hand and white spots. Employee washed affected area. Went to emergency room where he was told to continue to wash his hands, was not prescribed any treatment. Contact area resolved without incident in less than 24 hours. The vaporizer plate was not in place when the event occurred.